Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert indicating that battery replacement indicator has been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted and noted the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) recorded an alert indicating that battery replacement indicator has been reached on january 1, 2000, and that remote monitoring was disabled. Technical services (ts) was consulted and noted the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. At this time, there is no evidence to suggest intervention has been performed. No adverse patient effects were reported. Additional information: this device was explanted and replaced without incident. Besides intervention, there were no other adverse patient effects reported. Product return is not expected.